Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2024, the patient experienced a skin reaction with rash and scaring under entire patch area. There was no treatment reported. At the time of the report the rash was minimize. The patient confirmed that scarring lasted at least 3 months. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.